Manufacturer narrative:
A service visit was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that the system did not have a stable intraocular pressure (iop) during surgery. The iop was too low and as result of the event the patient had capsule rupture. The patient was successfully treated. Additional information has been requested but not received to date.

Event description:
Additional information was received from the surgeon. There was anterior chamber collapse and the patient needed a pars plana vitrectomy with lens rescue due to the event. The patient was hospitalized 4 days. This is one of two reports being filed for this event. This report is for the first patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information provided evaluation summary: posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the either of the systems used the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively, based on the information obtained. The manufacturer internal reference number is: (B)(4).